Event description:
Caller reported inform system blood glucose result of 113 mg/dl, lab result of 20 mg/dl within 10 minutes. Reported no adverse event relative to any discrepancy. A request was made for the return of the system, replacement was sent.